Event description:
It was reported that the patient received a shock from the ICD. High impedance measurements were observed on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported event was confirmed in the laboratory. The outer coil in the coaxial portion of the high voltage optim is-1 leg was fractured at 6.6cm from the connector pin. The structure of the fracture has the typical appearance of a fatigue fracture. The fracture could cause the noise leading to inappropriate shocks.

Event description:
Customer reported, the system would not display an image on the left monitor. No pt injury was reported.